Event description:
It was reported that the rv (right ventricular) and lv (left ventricular) leads had high impedance and no capture when in bipolar mode. It was noted that they did capture in unipolar mode and had normal impedance. It was further reported that this was a case of a lead not being fully inserted into the header of the device. The physician went back in, reinserted the leads, retightened them, and retested the impedances and found them to be clinically acceptable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.